Event description:
It was reported that during a da vinci s cardiac procedure, the surgeon was unable to focus one of the images through the high resolution stereo viewer (hrsv) on the surgeon side cart. The site troubleshot the vision issue by swapping the endoscopes and the camera head, however, the issue persisted. Unable to resolve the issue, the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the reported issue experienced by the customer was associated with the site's 30 degree and 0 degree endoscopes. During functional testing of the 30 degree endoscope the fse was unable to focus both of the eye channels at the same time and when the fse tested the 0 degree endoscope, he found that it had a slight glare spot in the right eye channel. The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The fse advised the customer to replace the affected endoscopes. The 30 degree endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The OEM confirmed the vision issue experienced by the customer. The endoscope exhibited mechanical damage to the proximal end, which resulted in broken optical components and 3d optical misalignment. On (B)(4), 2013, isi contacted the isi clinical sales representative (csr) who initially reported this event and who was present during the surgical procedure. The csr indicated that she spoke to the surgeon concerning the patient's status a week after the reported event. The csr indicated that the surgeon reported to her that the patient tolerated the open procedure well and that the patient recovered well. As of (B)(6), 2013, there have been no reported recurrences of the issue at this hospital.